Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that in-stent thrombosis occurred. The 100% stenosed target lesion was located in the proximal to mid right coronary artery. A 3.00 x 32 synergy drug-eluting stent was deployed to treat the lesion. However, after the stent was placed, in-stent thrombosis was noted. A lifesaving move was made by suppressing with a non-bsc perfusion balloon. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that in-stent thrombosis occurred. The 100% stenosed target lesion was located in the proximal to mid right coronary artery. A 3.00 x 32 synergy drug-eluting stent was deployed to treat the lesion. However, after the stent was placed, in-stent thrombosis was noted. A lifesaving move was made by suppressing with a non-bsc perfusion balloon. No further patient complications were reported. It was further reported that in (B)(6) 2018, the patient presented with acute myocardial infarction (ami). The lesion was located in the right coronary artery. Thrombosis was removed with a non bsc aspiration catheter. Intravascular ultrasound (ivus) revealed calcification. Pre-dilatation was performed twice with a 2.25 x 10mm flextome cutting baloon catheter at 16atmospheres for 60 seconds. A 3.0 x 32mm synergy stent was placed and post-dilatation was performed with a 3.0 x 20mm nc emerge baloon catheter at 20 atmospheres. Eight days later, thrombosis was noted in the intensive care unit (ICU). The thrombosis was resolved by dilatation with a non-bsc balloon catheter. Postoperatively, the patient is being treated in ICU. The physician is planning to treat other lesions once the patient becomes stable.